Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient's receiver and smart device lost connection with the transmitter. During the call, patient's receiver and smart device were communicating properly. Patient was advised on troubleshooting techniques for restoring signal for both receiver and smart device when signal drops. Patient is experiencing the loss of signal only when at work in an industrial setting. No additional patient or event information is available.